Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a removal of the bile duct stone performed on (B)(6) 2015. According to the complainant, during the procedure, the device was inserted into the patient in an attempt to open the basket. However, the side car-rx (guidewire port) just moved from the coil sheath and the entire basket could not be opened. The procedure was completed with another of the same device. Additionally, there were no other visible damages noted on the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."